Manufacturer narrative:
The insulin pump was received with minor scratched display window, missing reservoir tube o-ring and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. Unable to verify excessive no delivery alarm due to broken off reservoir tube lip.

Event description:
The customer called to report damage to the reservoir tube lip and a no delivery alarm. The customer's blood glucose reading was 68 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.